Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer removed and reinserted battery after waiting ten minutes and the device alarmed again. Customer's blood glucose was 68 mg/dl. Customer reported possible sweating, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to backup plan. No further information reported.